Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid did not flow through a large volume infusor during infusion. The patient was being injected with etoposide injection 180 mg, 240 ml sodium chloride 0.9%, and vincristine sulfate through the right cvc (central venous catheter). The expected therapy time was 48 hours, however after 34 hours of infusion, the medication remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.